Event description:
Same case as 6000089-2004-00717. During a coronary drug eluting stenting treatment procedure, the shaft broke on two stents. The lesion being treated was located in a very tortuous with very short turns left anterior descending (lad) artery. The physician was advancing a taxus express2 8.8% 2.5 x 8 mm drug eluting stent from the lima, which had very short turns, to the lad lesion and the shaft broke on the proximal end, outside the body. The portion inside the body was pulled out. The physician then attempted to place a taxus 3.5 x 12 mm stent and the shaft on this delivery system broke on the proximal end, outside the body. The remainder of the shaft was removed from the pt's body. The physician then tried to place a taxus 3.0 x 8 mm stent and as the stent was being advanced to the lesion, the proximal end kinked. The physician then used a taxus 2.75 x 8 mm stent and it kinked at the proximal end as the stent was being advanced. The physician was finally able to get a taxus stent of unknown size to the lad. No pt injuries or complications were reported.